Event description:
It was reported the blades of the scissors fell into the cavity of the pt during a laparoscopic cholecystectomy. A miniature laparotomy was performed to retrieve the blades. Case completion unknown. No further consequence to the pt.